Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from bleeding from the surgical wound and swelling at the surgical site while asleep. Significant swelling at the surgical site that fluctuated with compression, was slightly tense, and painful to palpation was seen. There was no evidence of phlogosis. A hematoma was observed in the device (crt-d) pocket. The patient was stable, afebrile, and without systemic signs of infection, heart failure, arrhythmias, or other complications. The investigator assessed this event as unlikely related to the patient's medical history. The patient was hospitalized. Soft tissue ultrasound and laboratory tests were done. Prophylactic intravenous antibiotic treatment was initiated. Surgical drainage of the hematoma was performed. According to the infectious disease departments advice, the decision was made to continue antibiotic treatment until (B)(6) 2023, inclusive. Should additional information be received this file will be updated.